Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00035. The customer mentioned the reported issue in an e-mail to the manufacturer's import/export team when they were discussing a parts order.

Event description:
It was reported to the subsidiary site that the perfusion system was not working. No other details regarding the nature of this event were provided.